Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure, and the device was not on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the half height cubie drawers 3.1 not detected on bus. A field service engineer (fse) powered down the station and disassembled drawer then reseated the row tray and the retractor band cable at both the drawer and the module controller. Fse reseated the row board cable at the drawer controller and the individual row boards to resolve the issue. Fse reassembled the drawer and powered on the device. Verified drawer functionality in diagnostics. The system functioned as intended after field service engineer repaired the device.